Event description:
It was reported that while performing an afib ablation the patient suffered a pericardial effusion and a pericardiocentesis had to be performed. The physician was long into the procedure with 900 points on the map. At the end of the case, the patient was stable and was sent to the ICU. It was also reported that there was no indication that any of the biosense webster equipment that was in use was at fault.

Manufacturer narrative:
(B)(4). The customer declined service to the biosense webster equipment. Multiple follow ups were made to retrieve the product, but the product was not returned for analysis. If the product is returned in the future, an analysis will be performed and a supplemental will be submitted. Concomitant biosense webster products used during the procedure: carto 3 rmt system: model no: m-5830-01, (B)(4). Cool flow pump: model no: m-5491-02, (B)(4). Stockert 70 system: model no: m-5463-01, (B)(4). Lasso 2515 nav variable catheter: catalog no: ln222515ct, lot no: 15230737l. Soundstar catheter: catalog no: sndstr10g, lot no: unknown.